Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 90% stenosed lesion was located in the calcified and moderately tortuous left anterior tibial artery. A 2mm x 20mm x 142cm sterling es balloon catheter was advanced to the lesion without resistance. On the first inflation, the balloon ruptured at 5atms. The device was removed intact. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).